Event description:
Related manufacturer reference number:2017865-2023-50664 related manufacturer reference number:2017865-2023-50667 related manufacturer reference number:2017865-2023-50668 it was reported that patient's implantable cardioverter defibrillator (ICD), atrial lead, right ventricular lead, left ventricular lead was eroded. Wound dehiscence and hematoma was also noted. The device and all leads were explanted. There were no patient consequences.